Event description:
Boston scientific received information that the remote patient monitoring triggered an alert for this implantable cardioverter defibrillator (ICD) and an unknown right ventricular (rv) lead due to a low shock impedance measurement. It was reported that noise had been observed during a surgical procedure several months ago but this was believed to be due to an electrocautery machine. Upon follow up, all measurements were within range and no noise was noted. Disk analysis later revealed that the alert was triggered for a shock impedance of 0 ohms. Boston scientific technical services (ts) discussed the potential causes for this and suggested further investigation. It was later reported that the patient was not exposed to any electrical equipment nor were they hospitalized the day the low shock impedance measurement was detected. Normal follow up will be continued. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.